Manufacturer narrative:
D10 concomitant products: sigsbchgr, sig power sigsbchgr one -bay charger (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a colon resection and prior to patient use, the device¿s charge depleted quickly with a red flashing indicator. When the handle was removed from the charger, it did not turn on. A new handle was used. There was no patient injury. Medtronic's initial evaluation of the incident device found that the data saved to the handle indicated the handle vented after the battery health diagnostic limits were exceeded.